Event description:
The customer reported the system was not booting up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The real time operating system (rtos) and the general purpose operating system (gpos) were replaced during the service call. The system was tested and found to be working as intended and put back into service.